Event description:
It was reported that the patient device which was implanted last year showed it was at elective replacement indicator (eri). It was noted this was due to a software issue. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead implanted: (B)(6) 2004; 4568 implantable pacing lead implanted: (B)(6) 2004. (B)(4).